Manufacturer narrative:
(B)(4) was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.